Event description:
It was reported that an alaris pcu broken. "The battery was loose and hanging on by 1 screw. Found replacement screws and washers and installed them. The battery showed that it had less than 5 minutes remaining so it was charged for a couple of hours. Returned to service." Although requested further information was not provided.

Manufacturer narrative:
The reported issue that the pcu had a loose battery found hanging by one screw could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time, and no patient involvement was reported. Bd has opened CAPA pr (B)(4) to address this type of issue. A system hardware notification in regards to improper secured pcu battery was released, and service bulletin (#630) dir: (B)(4) was released. The root cause for the reported issue that the battery was loose and hanging on by 1 screw was not determined because no product was returned. Device history: a review of the device history record showed the device had a manufacture date of 08/03/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an alaris pcu broken. "The battery was loose and hanging on by 1 screw. Found replacement screws and washers and installed them. The battery showed that it had less than 5 minutes remaining so it was charged for a couple of hours. Returned to service." Although requested further information was not provided.